Manufacturer narrative:
(B)(4). On (B)(6) 2021the customer reported calibration not accepted, short battery life, insulin flow block. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. The unit was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The unit was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery alert occurred @ 06/15/2021 16:18, 06/19/2021 07:57, 06/23/2021 04:21. Each alert is within the expected interval of 2 weeks of one another. No 7=no delivery alerts were listed around the event date. The adapt tool does not list any pump errors which could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the original case, the sleep current measurement fell within specs. After swapping the original pcba2 onto a known good pcba1 and then into the original case, the sleep current measurement read high, but after inserting a known good pcba2 onto the original pcba1 and then into the original case, the sleep current measurement fell within specs. In summary, the customer¿s report of short battery life was confirmed whereas the calibration not accepted and insulin flow block were not confirmed. The short battery life (high sleep current measurement) is isolated to pcba2.

Event description:
The information received by medtronic indicated that the insulin pump getting low and short battery life . No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.